Manufacturer narrative:
Section h4 device mfg date has been updated based on product download. Sensor (B)(4) has been returned and investigated and no issues were observed. The adhesive patch was returned with the sensor. An extended investigation was conducted for the returned puck and plug. Visual inspection was performed and no issues were observed. The applicator and sharp were not returned. DHR (device history record) was reviewed and verified that the unit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. An extended investigation was also performed for the missing sharp and applicator as well as for the reported complaint. There was no indication that the missing sharp and applicator did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. DHR for the freestyle libre sensor kit was reviewed and the DHR showed the freestyle libre sensor kit passed all tests prior to release. No malfunction or product deficiency was identified. If missing product is returned, an investigation will be performed.

Event description:
A customer reported experiencing an infection after wearing the adc freestyle libre sensor for 14 days. Customer had contact with an hcp on (B)(6) 2019, who "got pus out of her arm" and prescribed oral cephalexin (antibiotic) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned. A follow-up report will be filed if product is returned or additional information is obtained. No customer phone number was provided. Erroneous phone number (B)(6) was entered for successful MDR electronic submission. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing an infection after wearing the adc freestyle libre sensor for 14 days. Customer had contact with an hcp on (B)(6) 2019, who "got pus out of her arm" and prescribed oral cephalexin (antibiotic) for treatment. There was no report of death or permanent impairment associated with this event.